Event description:
The wire guide unraveled during the procedure. They were able to retrieve the wire from the pt, but with a great deal of difficulty. It was mentioned that there have been 3 other reports of wires that have unraveled in the past 2 or 3 weeks. Additional info: the wire did not separate into pieces, but it did unravel, making it difficult to pull the uncoiled wire back through the needle once it was inside the pt's pleural space. Pt's outcome is unk at this time.

Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength, verifying curve configuration and other surface imperfections prior to transport. Based on the results of the investigation, it is feasible to suggest the device met with resistance beyond its intended design. The IFU supplied with he thai-quick chest tube set provides a detailed description of the procedure. Step 5 in the IFU states "when the appropriate drainage site has been identified, advance the soft "j" end of the wire guide through the needle and into the pleural space". Step 6 then states "remove the needle, leaving the wire guide in place". This would appear to conflict with the complaint description "to pull the uncoiled wire back through the needle once it was inside the pt's pleural space". From the appearance of the device it appears that the wire guide was caught and elongated. This may have been due to the needle or possibly the pt's anatomy. However, since the complaint states this has happened 3 times, it is most likely this event was the result of user technique. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.